Event description:
A patient in a study underwent a da vinci assisted colposuspension - burch, uterosacropexy, ureterolysis, and removal of the tendon of the semitendinosus muscle surgical procedure. On the day of discharge, the patient presented to the emergency department with a wound dehiscence. The wound was disinfected and closed with skin adhesive. No abnormalities were noted, nor were any further measures required and the event was considered resolved at that time. The index procedure was completed without any complications or reported da vinci device malfunctions. Discharge to home occurred two days later without any post-operative complications. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.